Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valves were replaced to resolve issue. Customer contact reports no patient information is available. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during a case. There was no patient injury.